Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total abdominal hysterectomy with bilateral salpingectomy. Event description: field team was present for eb240 use during initial tah with bilateral salpingectomy. After completion of case, patient had significantly decreased hemoglobin and was brought back into operating room for post-operative procedure. Surgeon found adnexal hematoma in patient. Patient received blood transfusion. Surgeon states there were multiple factors that could have contributed to patient's adnexal hematoma, including patient's 1500 gram uterus. Product is not available for return. Type of intervention: patient received blood transfusion. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the post-operative bleeding was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: total abdominal hysterectomy with bilateral salpingectomy. Event description: field team was present for eb240 use during initial tah with bilateral salpingectomy. After completion of case, patient had significantly decreased hemoglobin and was brought back into operating room for post-operative procedure. Surgeon found adnexal hematoma in patient. Patient received blood transfusion. Surgeon states there were multiple factors that could have contributed to patient's adnexal hematoma, including patient's 1500 gram uterus. Product is not available for return. Additional information received from project manager. The surgeon "did not say it was voyant specifically". Patient had multiple fibroids. Type of intervention: patient received blood transfusion. Patient status: patient is fine.